Event description:
The customer checked their blood glucose before going to bed and obtained a result of 107 mg/dl. In the morning their family member couldn't wake them up. Family member checked their glucose on the device and obtained a reading of 120 mg/dl. Emts were called and pt was transported to the hospital. Pt glucose was 24 mg/dl on a hospital meter. Pt was treated with a glucose shot and IV. Pt was kept for six hours and released. Controls were not used on the system. The device was replaced and authorized to be returned for evaluation.